Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding"), menorrhagia ("menorrhagia") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent undergo an essure confirmation test". The patient's past medical history included degenerative disc disease. Previously administered products included for an unreported indication: birth control pill from 2004 to march 2008. Concurrent conditions included overweight. Concomitant products included atorvastatin since 2014, citalopram hydrobromide (celexa) since 2013 and topiramate (topomax) since 2014. On (B)(6) 2007, the patient had essure inserted.in (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring") and back pain ("back pain"). On (B)(6) 2008, 2 months 16 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions"), antinuclear antibody positive ("ana test"), endometriosis ("endometriosis"), thyroid mass ("thyroid nodules"), abdominal pain ("abdominal pain") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (ablation) . Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, adhesion, scar, dyspareunia, migraine, back pain, weight increased, vaginal haemorrhage, antinuclear antibody positive, depression, dysmenorrhoea, fatigue, alopecia, headache, endometriosis, thyroid mass and abdominal pain had not resolved and the autoimmune disorder and weight fluctuation outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, antinuclear antibody positive, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, thyroid mass, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: approximate weight at time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. (B)(6) 2011, thyroid ultrasound: grossly stable sonographic appearance of the previously described isoechoic nodule at the level of the upper pole of the left thyroid lobe. Continued sonographic follow-up is suggested (B)(6) 2014, digital bilateral diagnostic mammogram, 6 views, diagnostic right breast ultrasound: 1. There is a laminar 1.1 cm complex hypoechoic nonvascular cystic structure in the 6:00 right breast, 5 cm posterior to the nipple most likely representing a small residual fluid collection. No significant increased blood flow is seen within or around this structure to suggest acute inflammation. No solid mass seen. If clinically indicated, consider followup ultrasonography in 4-6 weeks to evaluate stability or resolution of this finding. 2. There is a corresponding, somewhat ill-defined area of focal asymmetry in the 6:00 right breast most likely corresponding to the sonographic findings. There are otherwise stable mammographically benign findings without evidence for malignancy. Unless otherwise clinically indicated, annual mammography is recommended. (B)(6) 2014: lower extremity arterial pvr and segmental pressure analysis impression: normal lower extremity pvr and segmental pressure examination. The ankle/brachial indices are within the normal range. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet: events weight fluctuation, autoimmune disorder are added. Lab data updated. Product, patient & reporter information updatded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill from 2004 to (B)(6) 2008. Concomitant products included atorvastatin since 2014, citalopram hydrobromide (celexa) since 2013 and topiramate (topomax) since 2014. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring") and back pain ("back pain"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced adhesion ("adhesions"), menorrhagia ("menorrhagia"), antinuclear antibody positive ("ana test"), endometriosis ("endometriosis"), thyroid mass ("thyroid nodules") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, adhesion, scar, dyspareunia, migraine, back pain, weight increased, vaginal haemorrhage, menorrhagia, antinuclear antibody positive, depression, dysmenorrhoea, fatigue, alopecia, headache, endometriosis, thyroid mass and abdominal pain had not resolved. The reporter considered abdominal pain, adhesion, alopecia, antinuclear antibody positive, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, thyroid mass, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, menorrhagia, antinuclear antibody positive, depression, dysmenorrhoea, fatigue, alopecia, headache, endometriosis, thyroid mass, abdominal pain, device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.